Event description:
It was reported to gore that a gore viabil biliary endoprosthesis was placed for a benign biliary stricture. Approximately three months post operative, the patient developed cholecystitis and a cholecystectomy was performed. One week later, the patient underwent a ercp to place a plastic stent through the gore viabil biliary endoprosthesis.

Manufacturer narrative:
The gore viabil biliary endoprosthesis remains implanted and the lot number is not available. Therefore, a direct product analysis and review of the manufacturing records could not be performed. Based on the available information, a root cause cannot be determined. There are many complex clinical variables, such as patient condition/history, which may have contributed to the event. All information has been made available for tracking and trending.